Event description:
The customer stated that she tested her blood glucose and received readings of 7.6 and 7.4. It was verified the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was unable to reset the meter to mg/dl. The meter will be traded up to a contour meter.